Manufacturer narrative:
Date of event : approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and keeping the ipg charged due to the ipg being tilted at the pocket site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.